Event description:
It was reported the patient was going to have their system explanted. The patient did not want spinal cord stimulation anymore. Patient outcome was not provided.

Event description:
It was reported that the patient experienced intermittent stimulation from his implantable neurostimulator (ins). There was no known accident or incident related to the complaint and all impedances were found to be within normal ranges. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3777, lot# v171441035, implanted: (B)(6) 2009, explanted: na, product type: lead. Product ID: 3777, lot# v244759021, implanted: (B)(6) 2009, explanted: na, product type: lead. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: extension. Product ID: 37081 serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: extension. (B)(4).